Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg site was very tender. It was noted that the ipg was too shallow with no skin breakage. The event was believed to be not device related. The patient underwent a revision procedure wherein the ipg and lead loop were moved deeper. The patient was reportedly doing well postoperatively.